Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). See section for product information received. Depuy synthes has been informed that the lot number is not available

Event description:
Patient was revised for pain. During revision, corrosion was found on liner and neck trunion.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/27/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and elevated metal ion levels. Lab results reported metal ion levels greater than 7 parts per billion. MRI reportedly showed fluid collection. Medical records reported primary surgery date as (B)(6) 2007,that is being updated, and leg length discrepancy with right leg 5mm longer than left. Revision surgical report noted metal stained tissue, abductor avulsion, necrotic muscle appearance, large pseudotumor and corrosion. Part/lot updated the complaint was updated on: jun 10, 2016.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.